Event description:
I was providing anesthesia care for an otherwise healthy 66-year-old female patient undergoing total thyroidectomy and partial parathyroidectomy for thyroid cancer and parathyroid adenoma, respectively. After smooth IV induction and bagmask- ventilation confirmed, patient was intubated with medtronic 7.0 nims endotracheal tube (grade ii view, easy/atraumatic intubation). Cuff inflated based on tactile pressure gauging. Less than 10 ml of air inflated. Breath sounds were only detected over right lung field. Cuff deflated and ett repositioned/withdrawn approx 1 cm, cuff reinflated using original technique. Still absent breath sounds over the left lung field. Cuff deflated and ett repositioned/withdrawn approx 1 cm, and patient inadvertently extubated. Patient was reintubated without difficulty. Ent surgeon positioned ett (by rotating ett clockwise/counterclockwise) to maximize neuromonitoring. Breath sounds over left lung field detected. Ett secured with tape. Shortly after surgical incision was made, airway pressures increased, tidal volumes decreased, and oxygen saturation decreased from 100% to 97% (patient was receiving 100% fio2). Capnograph demonstrated positive slope during inspiratory phase, suggesting airway obstruction. Albuterol administered via ett and chest auscultated. Again, no breath sounds detected over left lung field. Discussed with surgeons my concern that the patient was intermittently on one-lung ventilation due to variable ett positioning. I am aware of the serious adverse events reported with these silicone etts and believed such an issue was occurring with this patient; e.g., the ett was either butting up against the bronchial mucosa on the left or the cuff was herniating over the end of the ett and I could only ventilate through the murphy eye of the ett. The patient was stable and tolerating one-lung ventilation, and surgeons requested 15 min to complete the left hemithyroidectomy and parathyroidectomy. I allowed them to proceed given the ease of intubation of this patient and her hemodynamic and respiratory stability. Once the left neck dissection was completed, drapes were taken down and I again auscultated breath sounds only over the right lung field. Again, the ett was repositioned as previously and secured. Breath sounds over left lung field were detected, and I allowed surgeons to proceed to right neck dissection. I was immediately prepared to reintubate the patient if needed. Intermittently, throughout the duration of the remainder of the procedure, airway pressures increased, tidal volumes decreased, and oxygen saturation decreased to a low of 96% (unusual for an otherwise healthy patient on 100% fio2). Patient was stable and surgeons confirmed the procedure would be completed within 30 min. I allowed them to proceed. During valsalva maneuvers to ensure surgical hemostasis, oxygen saturation decreased to low 80%s. Surgery was completed, patient emerged from anesthesia and was extubated without incident (continued with intermittent left breath sounds during emergence). Immediately following extubation, oxygen saturation increased to 100% while breathing 100% fio2 via face mask. Patient was taken to pacu without further incident. Case discussed further with ent surgeons who appeared to think I did not understand how to place an nims silicone ett and proceeded to read the enclosed manual to me. I have been practicing anesthesia for 20+ years. My skill set or lack of knowledge was not the problem. This ett was not performing as I am accustomed, and I am convinced that for some reason I was intermittently only ventilating via the murphy eye during the case.